Event description:
This report is based on information provided by local philips field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the philips heartstart xl+ defibrillator indicating that the device test failed and cannot deliver shock.

Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of a faulty processor pca/therapy pca. Details provided in an update from the source case indicate that the customer was provided a quote for repair but since the order form has not yet been submitted by the customer, repair was not performed. No further investigation is possible. Based on the information available, the cause of the reported problem was a potential processor pca/therapy pca failure. The root cause of the reported problem was a faulty processor pca/therapy pca. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. No CAPA will be initiated based on this record; a corrective action request will be initiated if a trend is discovered through periodic monitoring. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided a quote for repair and replacement. Since the order form has not yet been submitted by the customer, repairs have not been carried out. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.